Event description:
An impella cp was inserted via right femoral artery in a 71 year old female who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. The patient received support from the cp while in the intensive care unit. On day 3 of support, the patient experienced bleeding at the insertion sire around the sheath. 2 units of blood were transfused. Hemostasis was achieved with manual pressure and a dressing change. On day 7 of support, the device was explanted. Bleeding is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d1: brand name updated. H6: component code changed from g04105 to g07003. The investigation for the major bleed has been completed. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information the customer stated the following "sorry to report that this pump has been explanted and discarded".